Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's total daily dose in the pump history would intermittently become unavailable and would not display. Reportedly, the issue was occurring intermittently and would sometimes display a value. There was no reported impact to customer's blood glucose level. Customer continued to use the pump for insulin therapy.